Manufacturer narrative:
This report contains correction to field b5: describe event or problem.

Event description:
It was reported that there were concerns of a fracture for this right ventricular lead as it exhibited increased thresholds and unstable impedances. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to a fracture. This lead was successfully replaced. No additional adverse patient effects were reported.